Manufacturer narrative:
510(k): k093075/k130596. Outward visual inspection: the instrument arrived clean and decontaminated in the original cardboard box. There are no mechanical damages or missing parts. Analysis: the instrument presents in a proper condition. The mechanics, clamping mechanism and the articulation, seemed to work well. Both insulation tongues in the yaw have burn marks, one slightly, the other heavy. Electrical inspection: each circuit was measured separately. One of the circuits worked well (resistance at closed yaw > 1 m-ohm), the second circuit showed a resistance lower than 10 ohm. That leads to the "short" message of the generator. Sealing test over wet gauze: sealing test over wet gauze with (B)(4). "Regrasp- short". Conclusion: the complaint (B)(4) exhibits following defects: short, caused by burned/damaged insulation. Root cause for damage is not clear.

Event description:
Country of complaint: (B)(6). Insufficient sealing. Surgical delay greater than 15 minutes.